Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter stopped working occurred. Data was evaluated and the allegation was confirmed as loss of connection over an hour was confirmed. The probable cause was determined to be an app crash. The reported event of a transmitter stopped working is reportable based on the finding of app crash that led to loss of connection over an hour. No injury or medical intervention was reported.